Event description:
The new stelo by dexcom is so inaccurate in its glucose readings that it can easily lead to hospitalization or death. The stelo said my numbers were 70 points higher than what the blood test said. If I acted according to the information it provided (eat less, exercise more) it could easily have led to hypoglycemia potentially resulting in death. If this product cannot provide accurate medical information, it needs to be removed from the market.